Event description:
Customer reported the system will not boot up correctly. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video circuit board. System operates as intended.